Manufacturer narrative:
Updatd b5.

Event description:
It was reported that on (B)(6) 2015, the patient presented with an abdominal aortic aneurysm and aneurysms in both common iliac arteries that were treated with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses (ibe). On (B)(6) 2015, an aneurysm size increase from 49 mm (pre-implant) to 53 mm was visible. On february 05, 2019, a type ii endoleak originating from the inferior mesenteric artery (ima) was identified and an aneurysm size of 63 mm reported. The endoleak was treated with polymer sac filling on (B)(6) 2019. On (B)(6) 2020, the type ii endoleak appeared to be persistent and was embolized with liquid agent on (B)(6) 2020. On (B)(6) 2020, the type ii endoleak appeared to be persistent. The patient was treated with converted to open repair on (B)(6) 2021. The patient tolerated the procedure.

Manufacturer narrative:
B3: updated. B5: updated. Imaging evaluation: post-implantation computer-tomographic angiographic (cta) images, dated (B)(6) 2019 were provided to gore for evaluation. The evaluation showed the following: the length from the right renal artery to the proximal circumferential device appears to be approx. 2cm ¿ 2.8cm. The diameters within this portion of the aorta appear to range from 25.3mm ¿ 27.8mm. There appears to be lack of proximal device/aortic wall apposition at the proximal aortic curve. Comparison axial images appear to show contrast outside the implanted device pooling in the aneurysmal sac at a level approx. 34mm distal to the right renal artery. Cannot confirm or totally rule out a proximal type I endoleak with available imaging. There appears to be an increase in pooling contrast on the delayed series images. There appears to be at least 2 sets of lumbar arteries with contrast that appear to communicate with contrast in the aneurysmal sac. Cannot confirm ante grade or retrograde flow. The limb in the right internal iliac artery appears to be occluded beginning just proximal to the flow divider.

Event description:
The following was reported to gore: on (B)(6) 2015, the patient presented with an abdominal aortic aneurysm and aneurysms in both common iliac arteries that were treated with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses (ibe). On (B)(6) 2015, an aneurysm size increase from 49 mm (pre-implant) to 53 mm was visible. On (B)(6) 2019, a type ii endoleak originating from the inferior mesenteric artery (ima) was identified and an aneurysm size of 63 mm reported. The endoleak was successfully treated with polymer sac filling on (B)(6) 2019. The patient tolerated the procedure.

Manufacturer narrative:
Added d7.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2015, the patient presented with an abdominal aortic aneurysm and aneurysms in both common iliac arteries that were treated with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses (ibe). On (B)(6) 2019, a type ii endoleak originating from the inferior mesenteric artery (ima) was identified and successfully treated with polymer sac filling on (B)(6) 2019. The patient tolerated the procedure.